Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting - pneumatic back-plane printed circuit board (pcb) was contaminated by liquid. According to technician statement pre-use check failure and airway pressure high alarm occurred on the device. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The pneumatic back-plane is a interconnecting board including connectors for the gas modules as well as cable connectors for the safety valve and the o2 sensor/cell. According to the technician statement, the source of contamination could be saline water connected near the ventilator. The cause of this issue has been established as accidental damage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's printed circuit board was contaminated with liquid. There was no patient harm reported. Manufacturer's ref.#: (B)(4).